Manufacturer narrative:
This report is being submitted to report additional information. Zimvie did not received one implant for evaluation visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaints was identified. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was likely user caused. Therefore, based on the available information, a device malfunction could not be verified without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional or corrected information to report.

Event description:
It was reported that the implant at tooth site #3 suffered from sinus perforation. Stage ii uncovering. After elevating soft tissue flap, removed cover screw, noted bone over distal aspect, upon profiling implant lost stability and displacement into right maxillary sinus, opened sinus to retrieve.

Manufacturer narrative:
Zimvie complaint (B)(4).